Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the bile duct to treat a malignant stricture during a stent placement procedure performed about 18 months prior. The patient's anatomy was not dilated during the stent placement. During a routine follow up procedure on (B)(6) 2024, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The physician noted that there was a tumor ingrowth in the stent appearing similar to an uncovered stent on occlusion seen on cholagiogram or endoscopically. Furthermore, it was observed that the stent had some fraying near the distal flange. Subsequently, there was difficulty when the stent was attempted to be removed. A wire was then placed adjacent to the stent in the patient's bile duct and the stent was sweeped out with a balloon catheter. The stent was eventually removed with a grasping rat-tooth forceps, and it was observed that the stent's cover appeared to be off the mesh and was floating within the lumen of the stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: a wallflex biliary fully covered rmv stent was received for analysis; the delivery system was not returned. The stent was received fully deployed. Visual inspection found the stent cover damaged. No other problems were noted with the stent. Product analysis confirmed the reported event of stent cover damaged/defective. However, the reported event of stent break could not be confirmed. Furthermore, the reported events of stent obstruction within device and stent difficult to remove were also not confirmed because these events occurred during the procedure and are not possible to replicate in the laboratory of analysis. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the reported event of stent cover damaged/defective. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent obstruction within device and stent break are noted within the IFU as potential adverse events associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the bile duct to treat a malignant stricture during a stent placement procedure performed about 18 months prior. The patient's anatomy was not dilated during the stent placement. During a routine follow up procedure on (B)(6) 2024, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The physician noted that there was a tumor ingrowth in the stent appearing similar to an uncovered stent on occlusion seen on cholagiogram or endoscopically. Furthermore, it was observed that the stent had some fraying near the distal flange. Subsequently, there was difficulty when the stent was attempted to be removed. A wire was then placed adjacent to the stent in the patient's bile duct and the stent was sweeped out with a balloon catheter. The stent was eventually removed with a grasping rat-tooth forceps, and it was observed that the stent's cover appeared to be off the mesh and was floating within the lumen of the stent. There were no patient complications reported as a result of this event.